Event description:
A device report from waldenburg indicates a clinic from germany reported: pt status post distal tibia fracture screw implantation had an x-ray taken that showed three screws broken. It is not known if the screws were removed. This is three of three reports for this event.

Manufacturer narrative:
Subject device not explanted. Unable to provide the MFR, PMA/510k number and/or the date of manufacture, as no product was returned. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.